Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged. It was found at a routine check that p-waves and r-waves were right on top of each other, so a chest x-ray was performed which confirmed the lead had dislodged and was across the tricuspid valve. The patient was not symptomatic, but a revision procedure was scheduled. The ra lead was successfully explanted and replaced. It was noted that a few days prior to the observations, the patient reportedly experienced a fall. No additional adverse patient effects were reported.